Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 6 infusion sets leakage event that began on 20-jun-2024. The leakage was located at the site. The blood glucose level of the patient was 386 mg/dl, the event of leakage was resolved by replacing infusion set and resulmig insulin. No further information available.